Event description:
It was reported that during a rescue attempt, the device cancelled a shock and then reported a replace battery pack message. It was reported that the pt involved in the incident did not survive.

Manufacturer narrative:
Evaluation: the battery and the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Summary: based on eval of the battery pack and the electronic history file, the software incorrectly cleared a low battery warning, as addressed in recall.